Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sept2019. The service engineer se inspected the device and found a loose speaker connection causing the error code. Replacement of the loose speaker connection will resolve the reported failure. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator generated an error code for the primary test failed. No patient harm reported.